Manufacturer narrative:
Device evaluation: three (3) pictures were received. In picture 2 and 3 a cut is observed on the flange. No discrepancies were found on picture 1. One (1) sample was received from p/n 60sp035 l/n unknown without its original packaging inside a ziploc bag. Sample was in used conditions. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damage on the part. During the visual inspection, it was found a cut on the flange. Also, yellow contamination was observed on the unit. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility.the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the flange to a smiths medical portex® bivona® uncuffed tracheostomy tube was found to be cracked. Subsequently, the trach tube was removed and replaced with no reported adverse patient effects.